Event description:
A health care professional reported obtaining a reading of 8.6 mmol/l on their pxp meter that was lower when compared to a lab result of 20.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing. The alleged failure could not be duplicated during evaluation.